Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c package was damaged / defective. Verbatim: the shipment of 3ml syringes received by customer appeared to be a qc box as if they were going to be thrown out vs actually shipped. They appeared to be non-sterile. Some had pink labels and were open and some of the other syringes had a weird bubbling happening.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one photo and thirteen physical samples were received by our quality team for evaluation. The photo shows an empty primary package (blister) and red tape adhered to the surface of the plastic film on some of the packaging. The physical samples also exhibit the presence of the red tape. Since the tape was located on the plastic film, it caused the reported bubble deformation and sealing. The reported incident could be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the root cause can be traced to manufacturing. The red tape is used in the process to bond the plastic film. In the primary packaging process, a sensor is in place that should detect the presence of adhesive tape on the plastic film and remove them; however, in this case, a failure occurred and they were not removed. Actions have been put in place in response to this report. This incident has been added to our database of reported incidents.